Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide wire: pilot 200. Guide cath: 7f jr, 7f al1. Stent: xience xpedition. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The device is manufactured by (B)(4). Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the procedure was to treat a chronically totally occluded right coronary artery (rca). The xience xpedition was delivered antegrade to the rca and deployed at 14 atmospheres without issue. When attempting to remove the stent delivery system after deployment, there was resistance and the guiding catheter was deep seated. The guiding catheter was re-positioned; however, there was still resistance trying to pull the catheter into the guiding catheter and force was applied causing the shaft to separate at the guide wire exit notch. Part of the separated portion was inside the guiding catheter. A balloon catheter was used to trap the separated shaft inside the guiding catheter and the two devices were removed together. The procedure was stopped at this time due to the length of the procedure. There was still no flow distal to the rca. There was collateral flow. No additional information was provided. Additional information reported that the xience xpedition stent delivery system (sds) was advanced antegrade and then the corsair microcatheter was being advanced retrograde. As the corsair was being torqued it twisted the tip of the sds and the tip separated. Returned goods analysis revealed the tip of the sds was separated. It was confirmed that the separation occurred during the procedure and the tip remains in the anatomy.

Manufacturer narrative:
(B)(4):the lot history review could not be conducted because of no lot information provided, however the devices are inferred to be free of defect since all the shipped products are inspected for appropriateness and meeting the releasing criteria during its production process. With the provided information, we could not conclude that there was interference and a resistance causing the trouble between the corsair catheter and the stent balloon catheter. Asahi intecc will continue to monitor events and use of their device.